Manufacturer narrative:
An investigation is in progress for lens tears under (B)(4).

Event description:
The haptic of an aq2017v model lens broke while it was being inserted. It is unknown if the lens was implanted and removed. There was no patient injury.